Manufacturer narrative:
The subject device was returned to olympus medical system corporation for evaluation. The evaluation confirmed that the probe broke down at 14 mm from the distal end. There was a scratch at the broken point. The shape of the fracture was partially a rough surface which showed that the fracture was partially a rough surface which showed that the fracture developed by physical stress. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, omsc have concluded that the probe tip presumably was scratched because the physician activated ultrasound output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred. Consequently, during cleaning/checking the device outside the patient body, the probe broke due to the stress by touching physically. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
Olympus medical systems corp (omsc) was informed that during an uncertain laparoscopic surgery, the subject device could not be activated. It was also reported that the probe of the subject device broke when the nurse withdrew the subject device from the patient and tried to open the distal end of the subject device to check the subject device. There was no report of patient injury regarding this event.